Event description:
It was reported the ultrasound gastrovideoscope had a crack on the distal end. It was not confirmed when this event took place. Additional details relating to the event have been requested, but no response has been received at this time. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the visual inspection and functional test performed on the returned device, the device did not meet the standard specification. Based on the results of the investigation, and because the phenomenon (missing adhesive around forceps cover) was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. In addition, based on the results of the investigation, the root cause of the damage on the ultrasound probe could not be determined. Olympus will continue to monitor field performance for this device.